Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. When introducing the pentaray nav high-density mapping eco catheter into the (B)(6) slo sheath, the physician felt a resistance. He then took the pentaray nav high-density mapping eco catheter out of the sheath and noticed that one leg was missing (pictures). He immediately removed the sheath from the patient. Later, when the sheath was drained (out of the patient) the missing leg, came out. The physician reported no abnormalities when the pentaray nav high-density mapping eco catheter was introduced. No patient consequence. Delay was 30 minutes. Additional information was received. They could only see one sharp ring. No injury to the patient. No intervention due to the delay. The event was assessed as MDR reportable for electrode damage without foreign material with sharp rough edges, internal components exposed and tip fully separated. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. When introducing the pentaray nav high-density mapping eco catheter into the st. Jude medical slo sheath, the physician felt a resistance. He then took the pentaray nav high-density mapping eco catheter out of the sheath and noticed that one leg was missing (pictures). He immediately removed the sheath from the patient. Later, when the sheath was drained (out of the patient) the missing leg, came out. The physician reported no abnormalities when the pentaray nav high-density mapping eco catheter was introduced. No patient consequence. Delay was 30 minutes. Additional information was received. They could only see one sharp ring. No injury to the patient. No intervention due to the delay. Additional information was received on 30-dec-2022 and informed the following: breakage of a branch of the pentaray nav high-density mapping eco catheter; desolarization of the plastic covering the branch passing through the sheath requiring the removal of the material. After removing the sheath, they purged it. This allowed them to recover the plastic. The device evaluation was completed on 01-mar-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and a dimensional inspection of the returned device were performed following bwi procedures. Visual analysis revealed one of the splines was partially detached. Internal components were exposed, and the remaining electrodes were damaged. A dimensional test was performed and the values obtained were within specifications. No other issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The damaged issues reported by the customer were confirmed and the resistance issue could be related to the detached spline; however, the root cause remains unknown. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 30-dec-2022 and informed the following: breakage of a branch of the pentaray nav high-density mapping eco catheter; desolarization of the plastic covering the branch passing through the sheath requiring the removal of the material. After removing the sheath, they purged it. This allowed them to recover the plastic. The picture investigation was completed on 05-jan-2023. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. When introducing the pentaray nav high-density mapping eco catheter into the st. Jude medical slo sheath, the physician felt a resistance. He then took the pentaray nav high-density mapping eco catheter out of the sheath and noticed that one leg was missing (pictures). He immediately removed the sheath from the patient. Later, when the sheath was drained (out of the patient) the missing leg, came out. The physician reported no abnormalities when the pentaray nav high-density mapping eco catheter was introduced. No patient consequence. Delay was 30 minutes. Additional information was received. They could only see one sharp ring. No injury to the patient. No intervention due to the delay. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, one of the splines of the pentaray catheter was detached from the rest of the device, also a sharp ring was observed entangled between the wires. Those issues are related to the customer complaint and could be the result of the resistance reported during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer report of ¿tip fully separated¿, ¿internal components exposed¿ and ¿resistance with sheath¿ issues. -investigation findings: stress problem identified (c0706)/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer report of ¿electrode damage¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).